Event description:
Healthcare professional reported implantation of seri with a concomitant silicone breast implant on (B)(6) 2014 during the right side revision augmentation surgery. Post-implantation, patient presented on (B)(6) 2014 with "mild erythema" and "bilateral fluid collections at the "inframammary" fold" that "appeared like blisters." Physician stated "5-7 days" after initial presentation of symptoms, the "subdermal fluid collection on the right opened" with drainage of purulent fluid. Exploratory surgery was performed on (B)(6) 2014 with aggressive tissue debridement. During surgery, physician noted "extensive purulence and a florid inflammatory response" around the seri, with inadequate tissue integration. Seri and concomitant silicone breast implant were completely explanted and discarded, and patient was prescribed keflex, augmentin, and cipro. Physician considered the "pus represented a sterile abscess as a response to the unincorporated (seri).

Manufacturer narrative:
Device remains implanted. The events of abscess, inflammation and inadequate tissue ingrowth are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established. This event is reported against the right side and is the same event and the same patient reported under MDR ID# 3008374097-2014-00079 (allergan complaint (B)(4)).